Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 90 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 8 devices were not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 27 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 125 malfunction events(s), where it was reported the devices experienced false engagement of handle in the upright or horizontal position. There was 1 event with patient involvement; the patient experienced discomfort.

Manufacturer narrative:
The devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results) 26 devices: latch/mechanical problem identified.

Event description:
No new information.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (results/components): 1 device: wear problem/latch. 26 devices are still pending evaluation.

Event description:
1 device that was pending evaluation was evaluated in the field and it was further reported that there was a patient involved that experienced muscle/tendon damage.